Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported the footswitch presented a problem during cataract surgery. The surgery was completed with the same equipment with no delay. There was no pt harm reported.